Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was some over detection noted from prior recordings on the device. Confirmed date was of a prior procedure where electrocautery may have been used during procedure. The device remains in use. No patient complications have been reported as a result of this event.